Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic stent device was to be used during a colonic stenting procedure performed on (B)(6) 2012. According to the complainant, during preparation of the device, outside the patient's body, the stent was only able to be partially deployed. It was reported that the stent was able to be fully reconstrained. No visible issues were noted with the device. The procedure was successfully completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results which indicate that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, and the outer sheath detached from the distal handle.

Manufacturer narrative:
The evaluation findings of polytetrafluoroethylene (ptfe) coating delamination from catheter, and outer sheath detached/separated. A visual examination of the returned device found that the stent was partially deployed by 13 mm. The inner shaft was kinked at several locations along its length. The outer sheath was detached at 1 mm distal to the distal handle. The outer sheath was stretched for a distance of approximately 130 mm from the handle break. In addition, the outer sheath was accordioned for a distance of 3 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The most probable root cause is handling damage as excessive force may have been applied to the device during preparation of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.